Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded for the 14 days leading up to the reported event. On-site inspection of the driveline cable revealed cracking/tears of the driveline outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was seen in the va clinic in (B)(6). He had several areas on his driveline outer sheath that were cracked. The vad coordinator placed rescue tape for a temporary fix. Then, on (B)(6) 2016, the old tape was removed, the driveline was inspected and found to have multiple tears to the outer sheath with the silicone tube exposed but not exposed wires. The procedure was explained to the patient and the driveline sheath repair was performed in the outpatient setting according to fs0012 rev 04. Repair tape was applied. There were no pump stops during the procedure. The patient was instructed to avoid wetting the driveline for 24 hours after the repair.